Event description:
It was reported that the patient was unresponsive to increased dosing of intrathecal medication. On (B)(6) 2013, the dose was increased from 500 mcg/day to 574 mcg/day; (B)(6) 2013 increased from 574 to 634; (B)(6) 2013 from 634 to 730 with no change or improvement in patient¿s tone. On (B)(6) 2013 a dye study was done, and they were unable to aspirate from the catheter access port. The needle placement was verified via fluoroscopy. On (B)(6) 2013, per the patient¿s mother, the patient had increased agitation, diaphoresis, and body thrashing. They also had symptoms of fever and increased spasticity. On (B)(6) 2013 another dye study was attempted, and they were unable to aspirate from the catheter access port. The needle placement was again verified via fluoroscopy. A rotor dye study visualized pump rotor rotating in a clockwise direction. After cleaning out the body tissue inside the sutureless connector, there was no spontaneous retrograde flow of cerebrospinal fluid (csf), and there was an inability to aspirate csf back. After the sutureless connector was cut off, there was still no spontaneous retrograde flow of csf, and there was an inability to aspirate csf. At the lumbar incision, the existing catheter was cut. There was no retrograde flow and there was an inability o aspirate. A new 8784 catheter was attached to the pump. Unsuccessful attempts were made to access the spine at the lumbar site. An incision was made at the cervical spine where the existing catheter had been implanted retrograde. It was noted that the catheter was sharply bent at the top of the anchor, ¿doubled over¿. Upon cutting the catheter below the anchor, there was an immediate spontaneous retrograde flow of csf from the existing spinal segment. The existing intrathecal spinal segment was attached to the newly implanted 8784 catheter at the spinal site. The surgeon made the clinical decision to change the existing 40 ml reservoir pump to a 20 ml reservoir pump from a concern of possible dehiscence. The patient required hospitalization. The medication used within the system was gablofen 1000 mcg/ml.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). The catheter was received in five segments, with an unusual bend in segment 5 in an area where it emerged from the proximal side of the anchor. Testing showed all segments to be patent, and all segments passed pressure testing. However, analysis revealed that if the catheter was curved into an extreme position in the area of the bend noted above (and was held there), a kink would occur that resulted in an occlusion. Analysis of the catheter revealed the kink in the catheter body caused the inner lumen to occlude.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.